Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The kink and inflation issue were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, heavily calcified, 90% stenosed distal right coronary artery (rca). A 2.75 x 15 mm xience alpine stent delivery system (sds) was advanced to the lesion and would not cross. Using the double guide wire technique the sds was able to cross the lesion. An attempt was made to inflate the balloon and the pressure on the indeflator gauge did not rise. The sds was removed from the anatomy and the shaft of the sds was found to be kinked proximal to the guide wire exit notch. The sds was replaced with a new 2.75 x18 mm xience alpine sds. Using a single guide wire, new sds was advanced to the lesion and would not cross. Using the double guide wire technique the new sds was able to cross the lesion and the stent implant was successfully deployed. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.